Manufacturer narrative:
The subject device was evaluated, service repair noted a foreign material on groove or gap of the distal end was observed. In addition, air leak inspection failed testing, (leak on a-rubber) was found. The connecting tube, universal cord (light tube) observed with scratch. Painting peel off on control unit (air/water nut). Channel system and angulation testing passed. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
During a loaner device return inspection with no reported issue from the customer, service repair found there is a foreign material on groove/gap of the distal end. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
E1 e2 e3- information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a gap which was produced by stress, then moisture invaded the subject device from the leakage point. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.